Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, oversensing, and no r-waves were measured. In addition, mode switches had occurred. The lead remains in use. No patient complications have been reported as a result of this event.